Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the hallucinations were due to acute encephalopathy secondary to drug interaction and was not device, procedure, or therapy related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported the patient had altered mental status with hallucinations. Actions included hospitalization on (B)(6) 2017. It was unclear if the issue was related to device/therapy. Current status is unknown. No further complications were reported.